Event description:
Rv polarity switch, bipolar polarity switch for low z unipolar count sine (B)(6) 2020 >5k low z unipolar. Likely insulation breach-short circuit. No noise seen with isometrics. Capture thresholds stable." Lead manufactured by pacesetter. Case: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).